Manufacturer narrative:
Model number/catalog number 72404130. Serial number n/a. Batch/lot number 1100587313. Model/catalog description belt cuff fgs 4.0 cm iz. Unique identifier (UDI) # (B)(4). Model number/catalog number 72404127. Batch/lot number 1100668656. Model/catalog description control pump fgs iz. Unique identifier (UDI) # (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported fluid leak and urinary incontinence are acknowledged within the dfu and are not related to off-label use or failure to follow instructions. The reported patient symptom of urinary incontinence is a known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient with an artificial urinary sphincter (aus) continued to experience leakage following his most recent revision surgery. A surgical procedure was performed, during which an empty balloon was identified; therefore, all components were removed and replaced. The source of the fluid loss was not determined. No additional patient complications were reported.